Manufacturer narrative:
Block b3: exact date unknown, event occurred last 2 months ago the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer charging. The patient underwent an ipg replacement procedure wherein an MRI device was implanted. The patient was doing well postoperatively. The explanted ipg will not be returned.